Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion. Via a follow-up MDR.

Event description:
PICC found to be leaking. PICC removed and replaced.

Manufacturer narrative:
We received the catheter with adhesive tape surrounding the wing as faulty sample. The attempt to flush the catheter with water was successful and no leakage could be detected. Even after clamping the catheter tip to increase the pressure, no leakage was detected. Microscopic examination of the junction between catheter tube and extension line revealed no damage. Therefore, we do not comprehend the reason of complaint. Furthermore, a manufacturing fault can be excluded as each catheter is flow and leak tested during production, and the catheters did not leak for 2 weeks as stated ("dwell time: 2 weeks") by the customer. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. As no batch number was provided, no query could be made. There are four further complaints regarding a leaking catheter on code 4g07126103 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
PICC found to be leaking. PICC removed and replaced.